Event description:
As reported, approximately 6 years and 11 months post the initial right total shoulder arthroplasty, the glenoid component loosened and detached from the pegs. The patient was revised to reverse components. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.